Manufacturer narrative:
The reagent lot number and expiration date were not provided. The calibration data and quality control recovery was within specified ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs results for a patient sample on a cobas e 602 module. The initial result of 135 ng/l was repeated twice resulting in values of 20 ng/l and 21 ng/l.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.